Event description:
The customer reported that the system exhibited filament regulator failure errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The tube was recalibrated. The hv terminals were cleaned. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.